Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. It was determined that the atrial lead had become dislodged. The lead was successfully explanted and replaced.